Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported that a perforation was caused by the implantation of another company's stent. A 3.5 x 12 graftmaster was attempted first to treat the perforation; however, it dislodged during the crossing attempt, in the heavily calcified vessel. A 3.5 x 19 graftmaster was deployed, and successfully treated the perforation. The patient was sent to surgery for removal of the dislodged graftmaster stent. No additional event or patient information is available.